Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a tibial fixation in an anterior cruciate ligament surgery when the device was inserted into the tunnel, the screw broke into many small pieces. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4030c-07 fastthread biocomposite interference screw 7 x 30 mm was received for investigation. The device was not able to fully decontaminated and was evaluated via pictures. Visual evaluation of the photo attachments noted the returned device was significantly damaged and had broken into four fragments. Refer to attachments. Functional testing was not performed due to the device due to the damage/biohazard risk. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.